Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Agent reported that a patient's pump was explanted and replaced due to lack of pain relief and underinfusion volume discrepancies. For the first underinfusion volume discrepancy that was alleged, the expected volume was 6.44ml and the actual aspirated volume was 10ml. Several months later, another underinfusion volume discrepancy was observed, with the expected volume being 4.23ml and the actual aspirated volume being 13.2ml. For the third underinfusion volume discrepancy, the expected volume was 4.524ml and the actual aspirated volume was 18ml. Finally, the last underinfusion volume discrepancy had the expected volume as 4.8ml and the actual aspirated volume as 18ml. The patient had complained of inadequate pain relief, and a cap study was performed at the appointment in which the last volume discrepancy was observed. The catheter was deemed to be patent. The pump battery was reported to be okay, and there were no reported pump errors. The physician decided to not fill the reservoir with saline and instead programmed an emergency pump stop. The pump remained inactive for some time, and then was explanted and replaced. The explanted device was disposed of at the facility.